Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the screen was cracked. Reportedly, the reason for the cracked screen was unknown. The contact reported that the pump was still functional, however, contact did not believe the pump was working correctly. The customer's blood glucose was 324 mg/dl at the time of the report. Customer would continue to use the pump for insulin therapy.